Event description:
The customer contacted heartsine to report that their device did not detect a patient connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, heartsine collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not detect a patient connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. No fault was found on the 360p or returned pad-pak (lot a5073). No continuity issue was identified on the patient output cables and no fault found on the pogo pins that would have resulted in an impedance detection issue. The device accurately measured impedances throughout the specified range, even under the stress of elevated temperature. Furthermore, the device recorded ECG data accurately without noise or other abnormalities. The cause of the reported issue could not be determined. The customer received a replacement device and this device was archived by heartsine.